Event description:
While attempting to position the cannula and obturator during a rotator cuff procedure, dr (B)(6) applied extra force and drove the guide wire into the humeral head and broke the tip off. It was retrieved. Had 2 anchors open for repair, when the guide wire broke, dr. (B)(6) decided to move to an open and changed to a hak attack. Delayed a total of 5 mins.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for an evaluation. However, it was reported that this issue was due to a technique error. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the reported event, no further actions are warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.